Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope image had a green color tone during setup/inspection prior to clinical use. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h3 the device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to malfunction of the imaging unit, however, a cause for the damage was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional info received.